Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report the liberty select cycler alarmed with a not enough supply bags for total treatment warning during step 3 of setup. During the call the patient also mentioned that they sometimes have a fluid leak when they are finished with their treatment. The patient stated that usually the fluid is on the floor. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Additional information has been requested, however has yet to be provided.

Event description:
A peritoneal dialysis (pd) patient's contact contacted fresenius technical support to report the liberty select cycler alarmed with a not enough supply bags for total treatment warning during step 3 of setup. During the call the patient also mentioned that they sometimes have a fluid leak when they are finished with their treatment. The patient stated that usually the fluid is on the floor. It is unknown at which point in therapy the leak may have begun. The cause and source of the leak is unknown. Additional information has been requested, however has yet to be provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.